Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during the mandibular osteosynthesis procedure, the surgeon placed the cortical screw in the jaw and the screw broke. The generated fragments were removed by the specialist without problem; however, the broken screw shaft remains inside the patient. The surgeon opted to not to remove the screw shaft. There was no surgical delay reported. The procedure was completed successfully. It was further reported that the retained screw shaft did not cause any discomfort or problem. This report is 1 of 1 for (B)(4).